Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04579. The patient reports the ipg was unable to be placed into MRI mode and displayed an error code indicating abnormal impedances. The patient underwent surgical intervention on (B)(6) 2016 where the scs system was explanted.